Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint histories identified additional similar complaints for the reported items. However, due to the lack of the lot numbers, an additional lot search could not be performed. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Pre-operative radiographs were provided and reviewed by a radiologist, showing the left total hip arthroplasty with polyethylene wear of the acetabular cup, osteolysis at the greater trochanter, loosening of the femoral stem, a femoral stem fracture at the lateral taper connection, and a fractured cerclage wire at the same level as the taper. Medical records for the implantation were provided and reviewed by a health care professional. The review identified clinical and radiological confirmation of stem and acetabular loosening. During revision surgery, prophylactic cerclage wires were placed for a transfemoral approach. Metallosis was noted. The final sl shell screw and two broken acetabular screws were removed. A contained acetabular defect with dome osteolysis was curetted; bone grafting was performed. A burch-schneider shell was secured with three screws, and a 48/32 mm low-profile polyethylene inlay was cemented under pressure. The previous stem and cement mantle were removed, and a revitan revision system was implanted with good stability and range of motion. The osteotomy was fixed with fiberwire cerclages. Medical records for the revision surgery were provided and reviewed by a health care professional. The review of the revision surgery notes identified that a bursectomy and debridement were performed, with biopsies taken and cerclage wires removed. The proximal prosthesis was found to be loose and was removed with the head. The acetabular components were removed without complication. The distally fractured prosthesis stem was loosened and removed without significant bone loss. New implants were inserted without issues, and intraoperative x-ray confirmed good positioning prior to closure of the joint. The procedure was complicated by hypovolemic hemorrhagic shock due to an estimated blood loss of 1500¿1700 ml, which was managed with blood transfusions, intravenous medications. The medical records and radiographic findings are generally consistent, documenting loosening and fracture of the femoral stem, polyethylene wear, and fracture of the cerclage wires. However, a comprehensive assessment is limited since the explanted products were not returned for evaluation. Therefore, a definitive root cause for the reported event of implant fracture could not be determined. Heterotopic ossification (ho) is the abnormal and rapid growth of bone that forms within soft tissue as the result of heredity, trauma, surgical history, or diseases of a joint. The rapid and irregular growth of bone often causes a sharp or jutted structure to form, which can result in pain and irritation to the surrounding tissues, or the patient can remain asymptomatic. Radiation or nonsteroidal anti-inflammatory medications are often provided to prevent ho formation. The only treatment, if necessary, is surgical excision or shaving/smoothing out the excess bone. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. The human body consists of 4-5 liters of blood. Any type of blood loss has the potential to cause a complication; however, it is usually the large, rapid blood loss during surgery or a trauma that will most likely cause complications. The amount of blood loss that may lead to intra and/or postoperative complications depends on the individual person and comorbidities, such as body mass index, gender, pre-operative hemoglobin level, medications, and/or the presence of certain health conditions, as well as duration of surgery. The anesthesia provider during the surgery maintains hemodynamic and fluid volume levels to ensure no further complications from blood loss arises. Blood loss effects are based on individual factors, treatment depends on the amount of blood loss, how quickly it was lost, and the individuals health state. An unexpected or excessive blood loss during surgery indicates an intraoperative complication or error occurred. If unable to replace blood volume sufficiently, the patient may experience hemorrhagic shock until hemodynamically stabilized. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Revitanâ®, proximal part, cylindrical, uncemented, 75, taper 12/14 item# 0100402075 lot# unknown. Revitanâ®, distal part, curved, uncemented, 20/140 item# 0100406120 lot# unknown. Unknown cup item# unknown lot# unknown. Unknown head item# unknown lot# unknown. G2. Report source: switzerland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had an initial hip procedure on unknown date and subsequently underwent a revision surgery due to pain. Due diligence is in process and no further information on the reported event has been provided.

Event description:
It was reported that a patient had an initial left total hip arthroplasty in 1995 and subsequently revised approximately 18 years later due to osteolysis and metallosis. Then, approximately 10 years later, the patient presented with pain, femoral periprosthetic fracture, and fracture of the proximal cerclage and underwent another revision, during which the femoral prosthesis was found loose and fractured. All components were revised without complication, and the femoral fracture was secured with cerclage wires. After the revision, the patient was treated for hypovolemic hemorrhagic shock from revision surgery blood loss. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10. Revitanâ®, proximal part, cylindrical, uncemented, 75, taper 12/14 item# 0100402075 lot# unknown. Revitanâ®, distal part, curved, uncemented, 20/140 item# 0100406120 lot# unknown. Unknown sulox head 32l item# unknown lot# unknown. Unknown burch-schneider ring shell 50 item# unknown lot# unknown. Unknown cerclage wires (x4) item3 unknown lot# unknown. Unknown palacos cement item# unknown lot# unknown. Unknown screws (x3) item# unknown lot# unknown.